Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette disconnected from the transfer set during peritoneal dialysis therapy. This event occurred during drain four of four. The care giver stated that when the patient reconnected to the patient line the homechoice alarmed system error 2240. The renal therapy service agent (rtsa) had the care giver cycle the power on the homechoice. Continuous ambulatory peritoneal dialysis was discussed. The rtsa reviewed proper procedures with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.